Event description:
Please find information from a revision of right total knee done today. Revision was done due to loose painful femoral component. Photos are of implants that were removed, the size 5 universal baseplate was not revised, no other information on previous surgery available. No further information available from doctor or hospital.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.